Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise, high out of range lead impedance and high capture thresholds. On (B)(6) 2020, during pocket revision procedure, the implantable cardioverter defibrillator right ventricular setscrew was tightened to address the issue. The patient was in stable condition.